Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose near 600 mg/dl. The patient was treated in the ICU. The insulin pump was not returned for analysis.